Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that include this syringe component. The manufacturer's lot number was confirmed as a lot number that has been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc.. We have notified (B)(6) and (B)(6) for awareness.

Event description:
Customer reported that the vanish point syringe is faulty. While the nurse was pushing down on the plunger of the syringe, all of the contents leaked out of the sides of the syringe and landed onto the patient's arm.